Event description:
No new information.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during right total hip arthroplasty. Saw blade tip broke off, x-ray taken, surgeon read x-ray and identified a small metal fragment that was unable to be retrieved. It was also reported that there was no medical intervention or reported delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.